Event description:
During a user facility preventative maintenance check, the unit failed to pass. It was tagged with a service tag that read: "failed pm". A laerdal service technician found that the unit would not charge beyond 5 joules.